Event description:
It was reported the gastrointestinal videoscope forceps channel had burning and melting. The issue occurred during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope forceps channel had burning and melting. The issue occurred during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h3, h4, d8. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the distal cover is burned. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: may have been used in close proximity to the distal end of the scope when using a radiofrequency ablation device. The event can be detected/prevented by following the instructions for use which state: the precautions are listed in the user manual (operation section) ¿chapter 4 usage, 4.3 endo therapy accessories, radiofrequency ablation therapy¿. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.